Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be identified. An additional malfunction was found during the device evaluation. A b30 (scope communication) occurred and was likely caused by an electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had a fuzzy screen. The event occurred during inspection for use. There were no reports of patient involvement.